Manufacturer narrative:
Additional suspect medical device components involved: model #: tcn-10 lot #: 081216 description: nitinol tc electrode, 100 mm quantity: 2 device analysis performed showed that the electrode shafts were loose from the electrode hub but both electrodes still worked fine.

Event description:
A report was received that two electrodes appeared to have a broken hub. The damage was notice when the metal covering was removed after sterilization. The electrodes were not used in a procedure.